Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products: associated mdrs # 1225714-2013-02004, 1225714-2013-02005, 2937457-2013-00424.